Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator was alarming venti inop, motor fault, circuit disconnect, and low ve low pip prior to patient use. The customer confirmed that there was no patient involvement associated with the reported issue.